Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial, with fiber on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter. The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.